Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The bypass valve was replaced. Patient information could not be obtained due to country privacy laws. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, higher than expected co2 levels were noted. There was no reported patient injury.